Event description:
It was reported when the physician was inserting the syringe into the needle hub, the lateral metallic stopcock detached.

Manufacturer narrative:
Visual inspection of the returned brk needle revealed the stylet and wave spring were missing. The valve and handle were loose and not attached to the needle. Review of the device history records was not possible as the lot number for the device is unk. A quality improvement project was initiated to address missing wave spring issues. Date report submitted to FDA by MFR: 08/11/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.